Event description:
It was reported that the patient underwent three separate posterior, multilevel, lumbar spinal fusions using rhbmp-2/acs. Patient was diagnosed with severe degeneration at l2-l3, l3-l4 and above the l4-l6 fusion. One surgery involved hardware removal l4-s1; explore fusion, found to be solid; posterior fusion l2-l4; re-instrument l2-l4; left iliac crest bone graft supplemented with local bone graft and infuse. The patient had severe back and leg pain. Studies showed severe spinal stenosis at l2-l3 and l3-l4. Prior to the second surgery, patient was diagnosed with pseudoarthrosis with adjacent level degeneration. Second procedure included hardware removal, l1, l2, l3; explored the fusion; found to have a definitive non-union at l1-l2 with loose instrumentation possibly l2-l3; re-instrumentation from t12-l3; re-fusion from t12-l3; local bone graft applied with bmp and local bone graft and allograft. Prior to third procedure, nonunion was noted at top of the construct between l1 and l2 status post previous posterior spinal fusion t12 down through l4. Third procedure included left t11 thoracotomy; t12-l1 and l1-l2 anterior interbody fusions; t12-l1 and l1-l2 primary cage placement 12 millimeters x 8 degrees at both levels; local rib graft combined with bmp. Reportedly, the patient¿s post-operative periods were marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient also experienced physical and mental pain and suffering and emotional/mental damage. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.